Event description:
The patient had been fitted for a zoll lifevest prior to departure after an inpatient stay for acute myocardial infarction. The life vest worked as intended. The purpose of this report is to recommend a warning be placed on this vest. We found there is a significant risk of electric shock to anyone attempting to touch/provide care for the patient once the vest has been activated. We recommend placement of a warning on the vest to prevent electric shock to anyone attempting to make direct contact with the patient or when performing CPR.